Manufacturer narrative:
Two photos were returned by the customer showing the vent plug juncture of the 14687-15 primary plum set. Leakage was observed from the closed filter vent cover. No samples were returned. The reported complaint can be confirmed from the photos provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a primary plum set in which the reporter stated that the chemotherapy drug (unspecified)leaked from the air vent while dripping during patient infusion. There was no harm reported as a consequence of this event.

Manufacturer narrative:
The device was discarded, however, a photo sample is available for evaluation, however, investigation is not yet complete.